Manufacturer narrative:
(B)(4) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic ventral hernia repair on (B)(6) 2010 and mesh was used. Concomitantly, the pt underwent a laparoscopic excision of an abdominal mass from an incarcerated omentum. Post-operatively, the pt developed a seroma, a hematoma and low hemoglobin. The seroma and the hematoma rec'd no medical treatment and resolved on their own. The pt's hemoglobin was 6.6 on (B)(6) 2010 and 2 units of packed red blood cells were given. The pt responded very appropriately and the hemoglobin was 9.2 post transfusion. The pt was given lovenox 40 mg pre-operatively for deep vein thrombosis prophylaxis on (B)(6) 2010. On (B)(6) 2010, the pt started lovenox 30 mg twice daily and it was stopped on (B)(6) 2010 secondary to the drop in hemoglobin.